Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen had what appeared to look like "strange teeth on the screen inside of a solid black bar on her cgm graph". There was no reported impact to customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.